Event description:
It was reported that the pace/sense right ventricular (rv) lead had noise and oversensing noted with the sensitivity programmed very low. The sensitivity was programmed higher and no noise or oversensing was noted since. The physician also suspected a lead-lead interaction between the pace/sense rv lead and an abandoned competitor lead and/or an existing high voltage rv lead. The physician opted to plug the left ventricular (lv) lead into the pace/sense rv port and the pace/sense rv lead into the lv port to minimize the risk of "over sensing" on the rv channel. The pace/sense rv lead and the high voltage rv lead are still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis of the data revealed oversensing as there was fifteen ventricular nst (non-sustained tachycardia) less than or equal to 210 ms between (B)(6) 2010 17:45:27 and (B)(6) 2010 03:30:57 and six vf (ventricular fibrillation) episodes less than or equal to 200 ms average v-cycle between (B)(6) 2012 13:54:53 and (B)(6) 2012 11:21:40. The data also showed noise as the ventricular short interval count equaled 15 counts, in 0.06 day, on (B)(6) 2012 in the timeframe between 10:20:43 and 11:42:01. A lead integrity alert was triggered as there was one patient alert for lead failure predictor on (B)(6) 2012 14:38:51.